Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) could not be released normally. The device was withdrawn together with the vascular sheath, and manual compression was used instead to achieve hemostasis. There was no reported patient injury. The device was used for post-trans arterial chemoembolization (tace) puncture site management using a retrograde approach. Angiography confirmed suitability of the femoral access site, including appropriate insertion angle and vessel diameter, with no calcium, plaque, stenosis, stent, or prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no visible damage to the indicator wire prior to use, and the indicator window faced upward during retraction without any observed changes. Upon device removal, the indicator wire loop could not be released normally. The physician was certified in the use of the exoseal vascular closure device (vcd). The device was returned for evaluation.

Manufacturer narrative:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) could not be released normally. The device was withdrawn together with the vascular sheath, and manual compression was used instead to achieve hemostasis. There was no reported patient injury. The device was used for post-trans arterial chemoembolization (tace) puncture site management using a retrograde approach. Angiography confirmed suitability of the femoral access site, including appropriate insertion angle and vessel diameter, with no calcium, plaque, stenosis, stent, or prior closure within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no visible damage to the indicator wire prior to use, and the indicator window faced upward during retraction without any observed changes. Upon device removal, the indicator wire loop could not be released normally. The physician was certified in the use of the exoseal vascular closure device (vcd). One non-sterile vascular closure device 5f - us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. Finally, it was observed that the indicator window was received in the black/white position. No damages nor anomalies were found during visual review. The functional analysis for deployment of the wire could not be done, since it was already deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism, giving special attention to the guard mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of "indicator wire deployment difficulty" could not be observed as the indicator wire was received was fully deployed with no anomalies noted to the loop. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the indicator wire deployment difficulty reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.